Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that cartridge change errors occurred with multiple cartridges and there was an o-ring on the pneumatic tap. The customer was able to remove the o-ring from the pump. Multiple attempts were made to follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.